Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the main printed circuit board (pcb) was contaminated and corroded. It was also noted that the upper and lower cases were broken and corroded, the battery release and battery drawer was contaminated, one side bail cover was missing and one was broken, the ring cover was contaminated, one battery contact was compressed and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). Evaluation summary: (B)(4): analysis confirmed the customer comment upon initial assessment due to the main printed circuit board (pcb) being contaminated and corroded. After further analysis was conducted this failure disappeared. It was also noted that the upper and lower cases were broken and corroded, the battery release and battery drawer was contaminated, one side bail cover was missing and one was broken, the ring cover was contaminated, one battery contact was compressed and the keyboard was scratched.

Event description:
(B)(4).

Event description:
It was reported by staff to the biomedical engineer that the epg (external pulse generator) will not turn on. The biomedical engineer replaced the battery, but the epg still would not power on. The led lights would flash momentarily, then go out. There was no patient involvement/complications, as the epg was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.